Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a colon procedure, the device worked fine in the beginning but the activation button did not return once being pressed during the middle of procedure. The device stayed activated. The activation was stopped by pressing the other side of button to switch to neutral. A new device was used to continue the procedure without any harm to the patient.